Event description:
A (B) (6) male pt called lifecor customer support to report that the lifevest was not working. He stated that he does not feel the vibration on his back when the monitor powers up. He stated that the lights then flash and the system said respond. He stated that it then stated to "connect electrode belt". A pt services rep (psr) visited the pt and replaced the electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation electrode belt (B) (4) has been completed. The problem was confirmed. Upon further inspection, the electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor, which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.